Event description:
It was reported that a user experienced elevated blood glucose following a supply change due to a bent infusion cannula, after which the user attempted to correct by announcing a larger-than-dinner meal; glucose remained elevated until advised to allow the ilet to deliver automated corrections. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education on appropriate use of meal announcements. Investigation included customer care review, user coaching, and confirmation that the ilet algorithm would increase automated correction dosing with time. Investigation of this case revealed user technique and a bent cannula as contributors to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with infusion set cannula bending and off-label use of meal announcements for correction, with device functioning as designed.

Manufacturer narrative:
Initial.